Manufacturer narrative:
Please note that the device availability section was inadvertently reported as (B)(6) 2017 in the initial medwatch report. Please note that the correct date is (B)(6) 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device was broken was confirmed. An assessment was performed and it was found that the device failed the cutter insertion assessment. During repair it was observed that the bearings are worn out and loose and create a situation where the cutter is not able to be inserted. It was determined that this was due to the bearings no longer being in axial alignment and not allowing the cutter to pass through. It was determined that the assignable root cause of this condition was due to component damage caused from normal use and servicing over time. It was further determined that the failure was caused by worn out bearings, and not improper construction and design as reported in the previous medwatch report. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. It was determined that the reported condition was due to be improper construction and design. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the crani-a attachment device ball bearings had fallen apart, the balls were missing and the cage was not available, and the crani holder was damaged. It was also noted that the device failed pre-repair diagnostic tests for visual assessment, cutter insertion, and temperature assessment. It was noted in the service order ¿broken spring¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.